Manufacturer narrative:
Block h6: device code a040609 is being used to capture the reportable event of needle shaft bent. Device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Device evaluation: h11: investigation summary: the returned overstitch nxt was analyzed. A visual inspection, microscope inspection, and functional test were performed. The device was returned without the anchor exchange. During the visual inspection it was observed that the needle shaft was bent and two endcap straps were detached. During the microscope inspection, the needle body was found bent. Additionally, during the handle actuation, it was difficult to open and closed. The functional test it is not possible to perform because the anchor exchange was not returned. The reported events of needle shaft bent, and anchor exchange failure to retrieve anchor, could be confirmed. However, it is not possible identify the anchor exchange twisted. For this reason, it is not possible confirm the reported event of "device damaged/defective". It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. This investigation is assigned a most probable conclusion code of "adverse event related to procedure". Most likely procedural factors such as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. For this reason, this event is catalogued as "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event. For the event prolonged episode of care, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as "cause not established". All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the anchor exchange became twisted. The needle shaft was bent and would no longer retrieve the anchor. The procedure was delayed for approximately 30 minutes and completed with a new overstitch device. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an unknown procedure on (B)(6) 2025. During the procedure, the anchor exchange became twisted. The needle shaft was bent and would no longer retrieve the anchor. The procedure was delayed for approximately 30 minutes and completed with a new overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a040609 is being used to capture the reportable event of needle shaft bent. Device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor.